Event description:
On 11/25/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a low bg event with the lowest recorded level of 46 mg/dl, which lasted for approximately 45 minutes. The user drank a glucose drink to correct the low, which caused their blood glucose to rise. The patient reported feeling lethargic, unable to focus, and having trouble seeing straight during the event. Their husband provided assistance as they were unable to treat themselves. The device provided alerts for low glucose. No professional medical intervention was needed. Following this, the user experienced a high blood glucose event, with levels remaining elevated above 400 mg/dl for over two hours. The device alerted for glucose levels. The user did not use back-up therapy or conduct ketone testing but reported feeling "warm." The high bg event was not treated with professional medical intervention, and the user did not require assistance. Later on (B)(6) 2024 a beta bionics customer care agent followed up with the user and confirmed the user's bg was slowly coming down.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.